Event description:
The pt was admitted for a procedure in 2009 , with a lesion in the first obtuse marginal branch. It was noted that the 2.25 x 28 mm cypher select plus stent failed to inflate. While trying to deploy the stent, it was noted that the grey hub, that screws into the indeflator, was split/cracked along the mounded seam. There was no pt injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.